Manufacturer narrative:
The reported event of lead damaged was confirmed. A complete lead was returned in one piece. Visual inspection of the lead found the inner coil was kinked and the insulation was punctured consistent with guidewire perforating the lead at the s-curve region. The cause of the reported event was isolated to the guidewire perforating the lead which is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported the patient presented for implant procedure. During surgery, it was discovered that the lead catheter was damaged. The physician elected to complete the procedure with a different lead. The patient was in stable condition.